Manufacturer narrative:
Pfcsig ins trl curved 8mm size 5 confirmed breakage on the anterior aspect of the insert trial. The root cause is attributed to product wear out. The device has been handled roughly, and/or was "in service" for quite a length of time. Based on the investigation findings of product wear out as the root cause, the need for corrective action is not indicated. Based on the investigation findings of product wear out from normal use and servicing as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Anterior portion of the insert trial fractured upon extraction. A little piece of the insert flew off the sterile field and landed on the floor.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.